Event description:
This is report 1 of 2. It was reported that a mirafilter IV extension set leaked at the luer cap just above the filter chamber. It was not specified when in the process this occurred; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The defective sample was not made available to be returned for evaluation; however, a retained sample was visually checked and no issue was detected. The retained sample was then gravity tested and the liquid was running correctly through the tubing. No leak or separation was detected. Should additional relevant information become available, a follow-up medwatch will be submitted.